Event description:
The patient had no stimulation sensation for 6 weeks. The patient had lost 111 lbs and the implantable neurostimulator (ins) was moving, but felt parallel and superficial. They were having telemetry issues. The patient was scheduled for a revision because the ins would not hold a charge. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).